Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were functionally evaluated for tube push off and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, tube push-off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
The customer reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes "the pin and tube appear." For seventeen (17) tubes. This complaint was investigated as whole tube push off the non-patient end of the needle since clarifying information was not provided. There was no report of impact to the patient or user.